Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was not returned for root cause analysis. Neither samples nor pictures were received for the analysis of this complaint. The service history review indicated that no previous repairs were noted in the review period. Complaint could not be confirmed without the return of the product and therefore a comprehensive failure investigation could not be performed, and a probable could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device had a last error code 1660 during testing. There was no patient involvement.